Event description:
On 08-sep-2025, the user reported receiving an ¿unable to proceed¿ message and alert code "42" when attempting to change the cartridge and tubing. The ilet device was fully charged and had been restarted twice without resolving the issue, including during a dry run. A replacement ilet was issued, and the user confirmed understanding of the replacement process. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.